Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that no cause or contributing factors were identified. The tip detachment occurred during the onyx injection. The apollo tip was embedded in the onyx cast. There was no note of vessel calcification. There was no kink or damage noticed on any of the devices. The procedure was aborted after this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for arteriovenous malformation (avm) embolization. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 1.9 mm diameter. It was reported that during the procedure, while injecting onyx for embolization, it was observed that the tip of the apollo microcatheter got pre-detached unexpectedly. This occurred during the onyx injection phase which created procedural difficulty. There was no friction or difficulty during injection. The catheter tip will not be returned for investigation, as it was pre-detached in the vessel. No force was applied during removal, and the catheter tip was not entrapped or stuck. No vasospasm was reported. Whether surgical or medicinal intervention was required is unknown. The event occurred during onyx injection. Whether the physician paused during injection or injected continuously is unknown. The injection waiting time was approximately 2 minutes. The presence of onyx reflux is unknown. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. .

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient is recovering fine and is asymptomatic.